Event description:
No additional information provided.

Manufacturer narrative:
1. The customer returned one defective sample, the unit package has been opened, the sku is 383061, the batch code is 2291308. 1)the sample is examined under the microscope and a foreign matter is found stuck to the taper site of the catheter. The foreign matter is removable, thin and mixed with fibers and other impurities. Please see attachment pr#(B)(4) for the photos. 2)the sample is sent to bd r&d laboratory for ftir testing of the foreign matter. The infrared spectrum of the foreign matter is compared with the database, and the correlation with silopren is the highest. Please see attachment pr#(B)(4) for the test report. 2. DHR/bhr review(lot#2291308): 1)this batch of products were assembled at intima ii auto line 4 in october 2022, and packaged at r245 package line in november 2022. Work order quantity was (B)(4) ea. 2)review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3)review the production records with no nonconformance, deviation or rework activities. 3. Cause analysis: 1)silopren belongs to rubber substances, and the raw materials or auxiliary materials of the product do not contain such substances. 2)our on-site inspections find that: in order to save effort, individual primary packaging operator place the turnover box (for holding products) on the ground; then, the empty turnover box is used to hold the finished product after assembly without cleaning. 3)the foreign matter may be dirt on the ground, produced by the wear of rubber substances such as wheels, passed through the turnover box, and transferred to the product. 4. Training of relevant operators: empty turnover boxes removed from packaging shall not be placed on the ground, must be stacked on the trolley, and then stacked on the shovel to be cleaned; empty turnover boxes removed from packaging must be cleaned before they can be used again. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): through the returned sample and on-site inspections, it is found that the foreign matter may be dirt on the ground, produced by the wear of rubber substances such as wheels, passed through the turnover box, and transferred to the product. The plant has trained relevant operators and will continue to monitor.

Manufacturer narrative:
D.4. Medical device expiration date: unknown . H.4. Device manufacture date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system had foreign matter. The following was translated from (B)(6) to english: (B)(6) 2023 07:30when helping patients with indwelling needle surgery, check that the indwelling needle package is not opened, within the validity period. After tearing, it was found that there was a gray unknown foreign body on the catheter, and it was used to replace the indwelling needle.